Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to unresolved chronic middle ear infection and reportedly unrelated to the implant. The patient has not been reimplanted with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 12, 2013.